Event description:
Patient required an emergency tracheostomy. Patient was receiving 100% oxygen via mask and ambu bag. Patient was draped off with drapes trapping the oxygen and not providing proper ventilation for the oxygen. Betadine cleansing was completed. Incision was made with a blade and the electrosurgical unit was used to coagulate the incision site. During the second application of the electrosurgical unit, smoke was noted at patient's right side. The drapes were immediately removed and patient's hair above the right ear was singed. The patient was immediately cleaned and examined. A small area the size of a pencil rubber tip was noted above the patient's right ear with first to second degree burn. Ointment was applied to site. Electrosurgical unit tested fine.